Event description:
An ovation prime abdominal stent graft system was implanted in the patient during endovascular repair of an abdominal aortic aneurysm. The post-operative CT showed the presence of a type ia endoleak due to infolding of the aortic body graft sealing rings. It was noted that the patient had a tapered aortic neck near the level of the sealing rings. As of the date of this report, the patient continues to be monitored. A re-intervention is planned at a later date to place a stent in the seal zone to treat the endoleak.

Manufacturer narrative:
Device remains implanted.